Manufacturer narrative:
(B)(4). List of associated devices: avantage e1 inlay s50/28, reference p0561e50, batch 0001453965. Product pictures have been received. However, they are difficult to interpret as there is some reflections on it. The insert did not seems to be prematurly worn out. No x-ray showing the dislocation has been received. Therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to dislocation: 2 complaints (2 products), this one included, have been recorded on avantage cemented cup s50, reference p0463050, from january 02, 2017 to november 10, 2020. 1 complaint (1 product), this one included, has been recorded on avantage cemented cup s50, reference p0463050, batch 0001460174. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Dislocation of advantage liner that was previously cemented in after failure of the previous freedom constrained cup. No other adverse event has been reported for the patient. According to the research and development department, the dislocation could have occurred between the insert and the cup. Therefore, the advantage cup has been investigated in the same complaint but in the decision tree number (B)(4).